Event description:
Following use of the harmony xl pro system at a user facility, a patient experienced burns and blistering at the treatment site. Investigation by alma lasers inc. Found that the blisters should self resolve, however we are reporting this incident in good faith.